Event description:
This is an adverse event recorded on a crf as part of the u.s. Rfa registry for barrett's esophagus. This pt was enrolled with a barrett's esophagus (2 cm) containing adenocarcinoma. The pt had a prior endoscopic mucosal resection. After a secondary focal ablation, a stricture was noted and dilated. Per the physician, the severity of this event was mild, relationship to the device procedure was possible, and there was no device malfunction.